Event description:
During an acl reconstruction, the surgeon was utilizing a fast-fix 360 curved needle delivery system when the needle was pulled out after deploying t1, t2 implant fell off from the inserter needle without pushing the trigger. As a result, t1 was left in the patient unsupported. The procedure was ultimately completed with a backup device on hand. No patient complications or injuries were reported. The device was reportedly discarded post-operative.

Manufacturer narrative:
(B)(4).